Event description:
It was reported the patient's right hip was revised due to the trunnion shearing off of the stem the stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and mdm liner with adm/mdm insert. There are no allegations against the revised liner. Rep provided the primary usage sheet and a pre-revision x-ray and reported that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding wear and disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review provided x-ray image confirms disassociation and trunnion wear, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised due to the trunnion shearing off of the stem the stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and mdm liner with adm/mdm insert. There are no allegations against the revised liner. Rep provided the primary usage sheet and a pre-revision x-ray and reported that no further information will be released.